Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. The caller was advised to continue using the pump and to contact support if the malfunction code appeared again.